Manufacturer narrative:
The axium prime pushwire was returned for evaluation without the implant coil as it remains in the patient. Evaluation of the pushwire has been completed and the clinical observation was not confirmed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The axium prime pushwire was found bent at the proximal end. An in-house instant detacher was then used to successfully break the tack weld replacement (twr) crimps on the first attempt. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil was not returned for analysis; therefore, any contributing factors from the axium prime implant coil could not be assessed. It is likely that the severe tortuosity contributed to the event as all parts of the pushwire which could have affected the detachment were found to be within specifications. The severe tortuosity also likely contributed to the difficulty during positioning the implant coil at the intended location. The ¿premature detachment¿ likely led to the failure of the implant coil to be placed at the intended location. Per the axium prime coil instructions for use (IFU): warning: ¿due to the delicate nature of the axium prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small saccular, ruptured, anterior communicating artery aneurysm, this coil pre-maturely detached and a loop of the coil came out of the aneurysm. It was reported that the physician safely coiled the aneurysm with axium coils. When attempting to place the final coil, a loop popped out of the aneurysm. An attempt was made to pull the coil back into the microcatheter but the coil was detached from the pusher wire leaving this coils half in, half out of the aneurysm. Ultimately, coil was deployed into the a2 segment. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.